Event description:
The customer reported an allergic reaction at her insertion site. The site is warm, and has a bump. The customer stated that she would be visiting her health care professional for assistance. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.